Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) felt like it was moving when he would lie down or lie on the ins. There were no reported patient symptoms. It was noted that the patient was scheduled to meet with the healthcare professional the week after (B)(6) 2016. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included other chronic/intract pain (trunk/limbs) and spinal pain.